Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient reported that the alleged power issue began on an unspecified day in the end of (B)(6) 2011. The patient informed the csr that prior to the subject meter not powering on; she was testing her blood glucose 4x/day and managing her diabetes with a combination of oral medication and a set dose of insulin (levemir and novorapid). Despite the alleged issue, the patient denied making any changes to her usual diabetes management regimen. On an unspecified day, after the alleged issue began, the patient claimed she developed symptoms of "blurred vision, drowsiness and nausea"; symptoms she associated with a high blood glucose. In response to the symptoms, the patient reported that she drank juice and ate a piece of bread and her symptoms abated approximately 1 hour later. The patient also reported that on two separate occasions in (B)(6) 2011 she went to the hospital because she felt "jittery". The patient confirmed her blood glucose was tested and was told by a nurse that her reading was "quite high"; however, the patient denied being treated with insulin at the time of the hospital visits. The patient stated while she was waiting she was given something to eat. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.